Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, the anterior cervical decompression fusion surgery occurred on (B)(6) 2014. After the surgeon did the final tightening the 3.0mm ti cervical spine locking screw, it was noticed that a thread of the screw was hanging off. A titanium thread-like piece from the top thread of the screw was approximately 2-3mm in length and thin was created during the last half turn of the screw. A non-synthes bayonet was used to remove it. The zero-p implant 7mm height lordotic and screw were undamaged and remain in the patient. The surgery was successfully completed without harm to the patient. There was no delay noted. The patient status was reported as fine. This is report 1 of 1 for (B)(4).